Manufacturer narrative:
On may 6 2020, additional information was received indicating the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 425cc, catalog number 3502425, serial number (B)(6) (l) and serial number (B)(6) (r). Device evaluation summary: during visual evaluation,the implant was observed ruptured and an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device evaluation summary has been updated: during the visual evaluation, the implant was observed ruptured and an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 325cc breast implant and experienced deflation on the left side postoperatively. As a result, the patient underwent removal on (B)(6) 2020.